Event description:
It was reported that an alert was triggered for high impedance on the svc coil. The lead trend indicated that the impedance was stable and in office testing showed results similar to the trend, but higher results with isometrics and pocket manipulation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2008. (B)(4).